Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver not powering on. A receiver boot test was performed and failed as the receiver did not power on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The receiver battery voltage was measured and failed. The receiver log was not downloaded and reviewed due to the receiver not powering on. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.